Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. The customer's blood glucose value 7.2 mmol/l at the time of the incident. The customer stated there was no significant events leading to the pump error. The customer was advised the insulin pump will be replaced. The customer will return the product and would like to get a copy of letter of analysis.

Manufacturer narrative:
Findings: insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify critical pump error (open book image) alarm due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump received with scratched case, corroded battery tube, end cap address label faded, cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.